Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added component code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient presented with a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis in zone 4 of the thoracic aorta. It was mentioned that the patient was previously treated for a type a and type b dissection. It was stated that the patient presented on (B)(6) 2016 with a type ib endoleak that was successfully treated with the implantation of a fenestrated endoprosthesis on (B)(6) 2016. The patient tolerated the procedure.